Event description:
It was reported to medtronic neurosurgery that the valve was breaking cerebrospinal fluid. It was explanted out of the pt and a puncture in the valve was observed. It was also reported that the pt is doing well.

Manufacturer narrative:
The valve was patent. It met requirements for the siphon and preimplantation testings. It also met requirements for all of the pressure-flow testings. The valve however did not meet requirements for the reflux and leakage testings. A tear was observed on the delta camber membrane. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.